Event description:
It was reported that during an inspection of the device upon its return, the emergency button was not working. There was no patient involvement.

Event description:
It was reported that during an inspection of the device upon its return, the emergency button was not working. There was no patient involvement.